Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when assembling the device during a laparoscopic gastric bypass, the power shell and adapter were recognized correctly. After loading the reload, the system alarmed. The reload was not recognized and the reload was not able to be removed from the adapter. It was stated that three adapters had malfunction during the same event. The surgical time was extended to 30 minutes for more and an extension of the anesthesia time. A manual handle and reload were used.